Event description:
Customer rpeorted that the device tore at an unspecified time following implantation. The pt had two prior surgical procedures to take down adhesions to the device; the device tore sometime following the second adhesiolysis procedure. The pt was returned to surgery. The device was excised and replaced with a different product type. No further information was provided.

Manufacturer narrative:
H-6 results code 100: one returned, used proceed laminated mesh was examined visually. The returned mesh was folded upon itself in a roughly ball-shaped mass. The returned mesh was unfolded into a 12cm x 13cm rectangular shape, with 13 corkscrew-shaped ringlets attached around, within an inch of the edge. The edges were all cut. A small 1cm hole was observed within 1 inch of one corner. The ends of the prolene soft mesh fibers at the one-centimeters hole were all cut. No other holes or treats were observed. H6 - conclusion code 79: the mesh appears to have been cut. No tearing of the mesh was observed. This is one of two medwatch reports being submitted as two seperate events were reported. See 2210968-2006-00450 for the other medwatch. The same pt and same device is represented in each medwatch.